Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, non-sustained oversensing episodes were noted due to right ventricular lead issues. High voltage lead impedance was also noted to be high at one instance. Lead revision was discussed. No patient consequences were reported.

Event description:
New information states that the lead was explanted and replaced on (B)(6)2018 due to noise oversensing, without any patient complications. The patient was stable.

Manufacturer narrative:
A partial lead was returned in one piece measuring 48 / 49.5 cm (lead body / inner coil, ptfe liner and cables). Internal insulation abrasion was found at 9.1 -10.0 cm, 12- 13.7 cm from the distal tip breaching the re lumen. The reported events of oversensing and noise was isolated to the internal insulation abrasion breaching the inner coil and ring electrode lumens. The reported event of high, high voltage lead impedance could not be confirmed.